Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Three days after the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion and an unspecified drug (intraperitoneal) for peritonitis. At the time of this report, the patient remained hospitalized however, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.